Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k013227. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #3, #6, #11 & #14 were removed due to bone loss. Patient had all on 4. Patient c/o pain upper r and l and feels like prosthesis is loose. After exam found pocketing around 4 implants. All are mobile and removed. Placed bone graft for possible future implants per indicated: surgical/medical intervention required for permanent damage: no was the procedure completed using another implant or another device: no, placed bone grafting for possible future implants. Need to discuss treatment plan with dds and relevant patient history. Was there a delay during the procedure: no additional appointment required: no symptoms as a result of the event: pain.